Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose (bg) was 600 mg/dl. Customer administered a manual injection to address elevated bg.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.